Manufacturer narrative:
(B)(4). D10: item: 161469 - oxf twin-peg cmntd fem md PMA - lot: 977740. Item: unknown - unknown synthes cement- lot: unknown. Item: us154742 - vanguard m uni brng a5 lm/rl - lot: 65968535. The device will not be returned for analysis; however, an investigation of the reported event is in progress. Once the investigation is completed, a supplemental medwatch 3500a will be submitted.

Event description:
It was reported patient is experiencing pain and an inability to extend the left knee, approximately 2 years post-implantation. There is radiographic evidence of loosening and tibial subsidence. Another revision has been scheduled at a future date. Attempts to obtain additional information have been made; however, no more is available.